Manufacturer narrative:
B3- date of event is estimated the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094297. It was reported to abbott, a patient was experiencing ineffective therapy. Patient also stated they have experienced intermittent zipping sensations down their legs. The rep met the patient and identified high impedance on contacts (B)(4). The patient was reprogrammed using the non-fractured lead (contacts (B)(4)) with bilateral back and leg coverage. As the patient had sufficient coverage no intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient was experiencing ineffective therapy due to high impedances and x-rays confirmed that the lead was fractured. The patient was reprogrammed using the non-fractured lead and affirmed that the programming covered their chronic pain areas. Surgical intervention may take place at a later date to address the issue.